Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report issues with the quick serter and the quick set infusion set. The customer stated that the infusion set tape does not fit securely in the serter and the tape sticks to the sides of the serter. The tape appears to be too big. The customer also reported that their blood glucose ranges from 400 mg/dl to 450 mg/dl, which is being treated with a bolus with the insulin pump. The customer was advised to consult with their doctor. The infusion set and the serter will be returned for analysis